Event description:
The suture allegedly broke without being under tension, in "mid-air" according to the doctor. Add'l info received indicated the surgeon was sewing the mammary artery and the suture allegedly broke in the middle. The customer reported there was no excessive tension on the suture. The instruments used for sewing were a jacobson needle holder, and ring gerald forceps. Medwatch report was received from the customer in 01/2003 alleging that the reported product failure required intervention to prevent permanent impairment/damage.